Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed for periprosthetic fracture and loosening. Method & results: -device evaluation and results: could not be performed as the reported device was not returned. -medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: motorcycle accident of patient caused a periprosthetic fracture around the recently implanted accolade stem in 2014 requiring fracture reduction with cerclage cables and stem plus exchange for a new stem with new femoral head. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review by a clinical consultant concluded that the root cause of the problem was caused by a motorcycle accident of the patient resulting in a vancouver b2 type of periprosthetic fracture. If further information or return of device becomes available, this investigation will be re-opened.

Event description:
Patient was revised due to a periprosthetic fracture of his left femur following a motorcycle accident.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown size 6 accolade stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient was revised due to a periprosthetic fracture of his left femur following a motorcycle accident.